Event description:
It was reported that after a da vinci s surgical procedure, the "fiberglass" shaft of the tenaculum forceps instrument was found to be cracked. No patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, engineering found the main tube has multiple deep scratches in different sections, with material removed, within an area extending approximately 4.5" from the intersection with the proximal clevis. Based on the location and appearance, the damage was most likely caused by instrument collisions. No other damage found. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings. Handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. Do not use an instrument to clean debris from another instrument intraoperatively. This may result in damage to the instruments or other unintended consequences, such as disconnection of the instrument tip.